Event description:
According to the info received, three devices experienced balloon deflation. There is no info at this time regarding whether the event occurred in a pt.

Manufacturer narrative:
Additional info has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, an addendum to this report will be filed.